Manufacturer narrative:
A save to disk and memory dump were being considered. Records indication this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker was reported with the observation there was a discrepancy between the longevity calculation and the battery gas gauge being displayed. A boston scientific technical services (ts) was consulted and recommended sending a save to disk and memory dump in for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported observation of premature battery depletion.

Event description:
Additional information was received which indicated this pacemaker was explanted for normal battery depletion. The device was returned for analysis. No adverse patient effects were reported.